Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 252mg/dl. The customer treated the high with a manual injection. The customer states they had also dropped to 24mg/dl and treated with orange juice. Troubleshoot was conducted. The pump was found to be operating as designed. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels.